Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer also reported a change sensor alert, sensor updating alert, calibration not accepted alert, and an insulin flow blocked alarm. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-342, mmt-431ag, mmt-7040b. Troubleshooting was performed and the customer reported a blood glucose value of 350 mg/dl and a sensor glucose value of 66 mg/dl, the difference between sensor glucose and blood glucose values was beyond the 30% limit. Troubleshooting was not performed; the event insulin flow blocked alarm was resolved in the past. Troubleshooting was performed for the occurred alerts. Troubleshooting was partially performed for the high blood glucose event as the customer declined further troubleshooting. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431ag. The customer will discontinue to use the sensor. Mmt-7040b was requested and customer response was the device will be returned.